Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead has high and varying impedance on the high voltage circuit. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the pace sense impedance became high and noise was noted on stored episodes as well as short interval counts. Reprogramming was performed and a replacement procedure was scheduled.